Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was taken to the hospital via ambulance with blood glucose of 600 mg/dl. Customer was hospitalized due to high blood glucose and was not yet in diabetic ketoacidosis. Customer was still in the hospital at the time of call. Customer was wearing insulin pump at the time of hospitalization. Nurse indicated that alarm history showed an off no power alarm and insulin pump passed self-test. Nurse was advised to have customer call helpline in order to provide more information.